Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the pump's cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: the battery cap and cartridge cap were not returned with the pump. A test battery cap and cartridge cap were used and able to properly secure to the pump. The original complaint of a damaged external component issue (battery cap or cartridge cap) was unable to be investigated. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.